Event description:
It was reported that the ilet stopped dosing when the connected dexcom g7 continuous glucose monitor (cgm) failed to pair, and a pairing failed alert was observed; support guided the user to toggle cgm settings and restart the sensor, and a backup fingerstick was recommended to resume dosing though the user elected to wait for reconnection. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing without need for medical intervention. User support included review of device alarm history and guidance to re-establish cgm pairing by configuration change and sensor restart. Investigation of this case revealed a cgm-to-ilet communication and pairing failure isolated to the ilet connection, which was addressed through reconfiguration and sensor restart steps. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent pairing or connectivity issue between the ilet and the dexcom g7 continuous glucose monitor.

Manufacturer narrative:
Initial.